Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a polarx catheter was selected for use. The console gave the error that there was blood detected in the balloon. It is unknown if blood was visible. The catheter was replaced. The procedure was completed without any patient complications.

Manufacturer narrative:
The device was returned to boston scientific for analysis. The polarx catheter was visually inspected in attempt to identify the cause for the blood detection error seen in the field. No visible blood was seen inside the balloon and no external damage was noted. The device was assessed with an isaac pressure decay testing system to determine if any potential leak paths existed that may have contributed to the blood detection error in the field. The polarx was leak tested and passed all inner and outer balloon leak tests. The polarx device was then connected to the smartfreeze console in attempt to recreate the blood detection error seen in the field. After multiple bending, steering, inflation, and slider switch manipulation cycles, the polarx did not trigger any blood detection errors. At this point, the device was fully assembled and had not been dissected. The outer balloon line located inside of the handle was cut distal to the check valve. The outer balloon line was pressurized to locate a leak path with the balloon submerged. No leak was observed. The polarx device had a normal operational blood detect index of 21. The polarx device passed all functional and leak tests indicating there were no device defects that allowed blood or fluid inside the catheter. The polarx was then dissected to further investigate blood detect wires for symptoms that may have resulted in the blood detection error. An inner balloon blood detect wire split was found that could lead to false blood detection errors.

Event description:
It was reported that a polarx catheter was selected for use. The console gave the error that there was blood detected in the balloon. It is unknown if blood was visible. The catheter was replaced. The procedure was completed without any patient complications.